Event description:
The caller alleged discrepant results when compared with the lab and the other inr. Results are as follows: date: (B) (6) 2008, inratio: 3.4, lab: 4.1. When compared to the other inr: 1st time: 3.4, 2nd time: 3.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2008, inratio: 3.4, lab: 4.1, mean: 3.75, confident limits: 2.2-5.3. The inratio value and the lab value are within the confident limit. As per internal procedure (B) (4), no investigation will be performed. As per user guide p/n 0200038 revc. Section "what causes unexpected results" certain prescription drugs and over the counter medications can affect the action of oral anticoagulants. Starting stopping, changing the dose can affect the inr value. Discrepant results when repeated the test with the inratio meter. The results are as follows: 1st time: 3.4, 2nd time: 3.8, average: 3.6, stdev: 0.28, %cv: 7.86. As per the internal procedure (B) (4) if the %cv is less than 20%. The criterion is met and the product will not be investigated.